Event description:
It was reported that the system would not save images. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system but the customer decided to have a 3rd party perform repairs. No conclusion can be drawn as repair information is not available.